Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in united kingdom reported via a fisher & paykel healthcare (f&p) field representative that a patient had been provided with an rt076a visairo non-vented hospital mask as a replacement for their home resmed airfit f40 mask. The replacement was issued because the patient's original resmed airfit f40 mask was damaged while they were being treated at another healthcare facility. The rt076a visairo non vented hospital mask was subsequently connected to a non-vented home niv breathing circuit using the elbow connector from the original resmed airfit f40 mask. The healthcare facility further reported that the patient experienced oxygen desaturation and required low flow nocturnal o2 via the niv. The rt076a visairo non-vented hospital mask was also replaced with a new resmed airfit f40 mask, and no further patient consequences reported.